Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated, per the ophthalmologist, was that treatment was expected for the transient amaurosis oculus sinister. The patient was to contact the ophthalmologist when the symptoms worsen.

Event description:
Additional information was received that indicated that the transient vision loss in the left eye was a post-procedural event. Stroke and transient ischemic attack (tia) were not diagnosed by the physician and no treatment was provided.

Manufacturer narrative:
Updated data: b5 h6 - annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a consultation with an ophthalmologist occurred, and the conclusion was amaurosis fugax, fo llowed by a consultation with a neurologist. A computed tomography brain and doppler duplex carotid were performed and revealed no abnormalities.

Manufacturer narrative:
Updated data: h6 - annex b - the delivery catheter system (dcs) was discarded after use by the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated a headache occurred which acetaminophen was an option if required. Dizziness especially when walking also occurred. The patient had difficulty walking straight ahead. As reported, this was more of a balance problem. An echocardiogram and ¿duplex¿ were to be performed.

Event description:
It was reported at least one and a half weeks after the implant of a medtronic transcatheter aortic bioprosthetic valve, the patient experienced transient vision loss in the left eye; however, the exact onset date was unknown. The patient was referred to an ophthalmologist and a neurologist. No further information was provided.

Manufacturer narrative:
D10. The dcs is not a concomitant device. This is a system report; section d information references the main component of the system and was in use with the dcs which cannot be excluded as a contributing factor to the adverse events: product ID: d-evolutfx-34, lot #: 0012964897, manufactured date: 2025-08-12, ubd: 2027-08-12, UDI#: (B)(4), FDA site ID: 9612164 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.